Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the neoflon pro 24ga 0.7mm od 19mm l experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: another complaint from (B)(6) whereby the housekeeper called to say that the neoflon pro 24g sku 391380 pvcs were ¿disintegrating¿ on insertion. I tried to question more around the event, but unfortunately the individual who contacted me was not the clinician involved, and no datix had been raised. The lot number is 9282844p64.

Event description:
It was reported that the neoflon pro 24ga 0.7mm od 19mm l experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: another complaint from scotland whereby the housekeeper called to say that the neoflon pro 24g sku 391380 pvcs were ¿disintegrating¿ on insertion. I tried to question more around the event but unfortunately the individual who contacted me was not the clinician involved and no datix had been raised. The lot number is 9282844p64.

Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.